Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was noise on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.